Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl along with insulin flow blocked alarm. The customer's blood glucose was 443 mg/dl at the time of call. The customer stated that they treated the high blood glucose with insulin pump. The customer did not mention if auto mode was in use. The customer performed troubleshooting and found that the cannula was bent. High pressure test was performed and passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.